Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. User reported an infection on the insertion site, with symptoms of swelling, incision burst open, blood and pus drainage, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. User's hcp is aware of the event and prescribed clindamycin 300 mg capsules, to be taken three times per day for 10 days.

Event description:
Senseonics was made aware of an incident where user reported an infection on the insertion site, with symptoms of swelling, incision burst open, blood and pus drainage, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. User's hcp is aware of the event and prescribed clindamycin 300 mg capsules, to be taken three times per day for 10 days.